Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-may-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to view the patient list, and a patient and certain medications were missing from the report. A technical support specialist (tss) identified that the station time was off by 12 hours, which caused transactions to be recorded with incorrect date and time. The customer was informed that the transactions can likely be found in the knowledge portal. The tss ran a command and found that the station was free-running system clock. The tss also suggested that potential hardware issues be investigated; the customer acknowledged that and agreed to monitor the situation. The customer granted permission to close the case. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that the bd pyxis¿ anesthesia station es user was unable to see the patient list, and that one patient and two drugs were missing from the report. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that the bd pyxis¿ anesthesia station es user was unable to see the patient list, and that one patient and two drugs were missing from the report. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.